Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 500 mg/dl, which was treated with a manual injection. The customer reported having blood glucose levels over 500 mg/dl for three days leading up to the call. During troubleshooting, the customer received a battery out limit. The insulin pump was not replaced or returned for analysis due to being out of warranty.